Manufacturer narrative:
Advanced failure analysis was performed and the initial findings were confirmed. The monopolar curved scissors (mcs) instrument was placed on a test system and it was confirmed that it failed intuitive motion. The instrument was given to manufacturing engineering for further review where it was disassembled. It was determined that the non-intuitive motion was due to a workmanship issue of improper cabling on the back end. Since the cables are not on the correct input shafts, the cables from axis 3 and 4 are inverted and so the scissors did not open and close properly. The root cause of this failure is attributed to manufacturing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting inverted jaw action, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs instrument was installed onto a test system and passed the recognition and engagement tests. This instrument¿s scissors were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The scissors did not open and close properly. When the mtm is depressed the blades are open. When the mtm is not depressed, the blades are closed. Visual inspection was performed and observed no damage on the blades. The distal end of the instrument was compared to an test instrument and it was observed that the blades were in opposite orientations in reference to the proximal clevis. This would have occurred during manufacturing and would have resulted in the grip cables getting incorrectly routed and causing the non-intuitive motion observed. The root cause is a workmanship issue attributed to manufacturing. The complaint regarding the inverted jaw action was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: this instrument¿s scissors were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. Visual inspection was performed and observed that the blades were in opposite orientations in reference to the proximal clevis. This would have occurred during manufacturing and would have resulted in the grip cables getting incorrectly routed and causing the non-intuitive motion observed. The root cause is a workmanship issue attributed to manufacturing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had inverted jaw. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the inverted jaw action happened with the first use. The instrument was the cleaned and returned into circulation and the problem recurred with the second use. When the surgeon commanded to open the scissor's jaws, it would persistently close and when attempting to close, the scissor jaws would open.